Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A completer manufacturing review could not be conducted as the lot number is unk. The investigation is confirmed for a retraction problem as the returned crosser could not initially be removed from the micro sheath. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. The current IFU (instructions for use) states: warnings and precautions. Prior to use and when possible during the procedure, inspect the product carefully for bends, kinks or damage. Do not use a product which is damaged. Verify compatibility of the product's inner and out diameters with other devices before use. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter got stuck in the support sheath after approximately 3 minutes of use. Both devices were removed as a single unit without difficulty. Another catheter was used to complete the procedure. There was no pt injury.